Event description:
Description of event the doctor wanted to insert the zso-7-3 in the biliary duct. So the nurse prepared the zso-7-3 and the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the guide wire into the zso-7-3, it was impossible.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.